Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hypoglycemia. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fail below 70 mg/dl, follow the treatment advice of your healthcare provider," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises "if blood glucose is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice, or hard candy. Check blood glucose again after 15 minutes. If blood glucose remains low, take another 15 grams of carbohydrate. Contact your healthcare provider as needed for guidance."

Event description:
A nurse called to inquire how long insulin can be suspended and was told the longest suspension of basal is two hours. She stated the patient was in intensive care at the hospital due to a hypoglycemic event and still wearing his pod. The hospital is treating him with insulin injections for his basal. She stated they hadn't used the pdm in 6 hours and she didn't have during the call to clarify whether they had suspended his basal insulin delivery, set a temporary basal rate or deactivated the pod.